Manufacturer narrative:
The subject device was returned to omsc for evaluation. The investigation is in progress currently. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair (air/water feeding was weak) at olympus service operation repair center (sorc), it was found that there was white crystalloid foreign material inside the outlet of the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and confirmed that there was there was white crystalloid foreign object inside the outlet of the air/water nozzle as reported, and also found that as the result of a component analysis of the foreign object, the foreign object was a compound of organic silicone and silicic acid. Omsc surmised that the organosilicon might have derived from silicone agents such as defoamers used during the procedure and reprocessing, and the silicic acid might have derived from chemicals or tap water. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility that this event was attributed to the following. The subject device was hung on the scope hanger with its distal end down without sufficient reprocessing or drying of the air/water channel. The residual liquid inside the air/water channel flowed through the air/water channel to the outlet of air/water nozzle and adhered to it. If additional information is received, this report will be supplemented.